Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 128 mg/dl, 72 mg/dl, and 143 mg/dl, while using the suspect device. Reporter noted that patient did not take any action based on these results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.